Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to touch, intermittently pump wake button had a delayed response and the customer experienced intermittent elevated blood glucose (bg value not provided). Customer had to hold the wake button for a few seconds longer before pump came on. Customer's healthcare provider adjusted pump basal setting to address bg. Customer's bg at time of report was 252 mg/dl.